Event description:
Per the customer experience report, the device was implanted to correct aortic stenosis. Patient also had a myocardial infarction as a complication. Procedures conducted in 2009 were aortic valve replacement and coronary artery bypass graft. The device was implanted after sizing. Cardioplegic solution was infused antegradely but there was no effect observed and reportely level iii to IV regurgitation was observed. Customer commented that it was possable that the stent post was touching the aorta wall.

Manufacturer narrative:
This was determined reportable per edwards lifesciences procedures. The device history record (DHR) review was complete and this device passed all manufacturing and sterilization inspections with no nonconformance. Evaluation summary: multiple cuts are evident in the sewing ring, the fabric and the silicone ring. Serrated markings are detected in the free margins at commissure 1 and 3. The markings are most likely due to mechanical injury. No other inconsistencies detected or in the x-ray. Research and development will determine if the valve is suitable for functional testing. On 11/06/2009, concluded with the following: ¿this valve was reportedly explanted at implant due to ¿level ii to IV regurgitation¿. The echo recording was not provided; therefore it was not possible to verify the nature and extent of the aortic regurgitation experienced in vivo. A very small central hole was present during the in-vitro pulsatile testing which would not account for the clinically observed leakage. A substantial amount of leakage was observed in the edwards standardized functional tests, mostly due to the extensive damage of the sewing ring which affects sealing to the test fixture, and through the stent assembly cloth. This initial stent leakage is typical for this type of bioprosthetic valve and should be reduced to a negligible level shortly after the administration of protamine to reverse the effects of heparin during the initial operation. Nevertheless, the damage to the sewing ring and the valve¿s exposure to blood and subsequent storage in formalin may have changed the valve functional behavior from what was observed in vivo." Evaluation: x-ray.

Event description:
Note: this report is being filed for the second of two complaints that occurred during the same procedure. Refer to MFR# 3005099803-2009-04944 for the associated device information. It was reported to boston scientific corporation that a percuflex biliary drainage stent was used during an endoscopic retrograde cholangiopancreatography procedure in the common bile duct of (B)(6) female patient. During the procedure, after crossing the stricture, the physician noticed immediately that the stent was damaged. The device was withdrawn and a second percuflex biliary drainage stent was inserted into the common bile duct. After crossing the stricture with the second device, the stent was also observed to be damaged. This device was withdrawn and the procedure was successfully completed with a third percuflex biliary drainage stent with no reported patient complications.

Manufacturer narrative:
Device is being returned for evaluation only. Customer does not require a letter. The devise history record (DHR) review has been started. Requested a copy of operative report if available, and copy of an echo report to be sent for review by independant consultant. No additional information is available.